Event description:
Baxter australia reported "broken connector" with the transfer set. Per affiliate, the connector would not twist. The affiliate noted this incident before use and reported no pt injury or medical intervention associated with this incident.